Event description:
Left chest tissue expander deflated, defective valve. Patient has a long history of an upper chest burn scar deformity. She previously has undergone endoscopic placement of 3 tissue expanders. However, she recently has developed deflation of her left chest tissue expander. A performance of a removal of the deflated tissue expander and replacement with a new tissue expander is now indicated for treatment.